Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code however the estimated remaining longevity was 90%. Device data was sent for review showing beeping tones were being emitted for approximately six month and the cause of the bd code was overwritten. The available data suggests the battery is now performing as intended with no indication of early depletion at this time. No adverse patient effects were reported.